Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim and medical records received. After review of claim and medical records, it was stated that the patient was revised to address infection with bone allografting. Operative note reported a large abscess in the subcutaneous tissue, dead tissues and pus in the acetabular component. Dead bone were removed from the femur; however, stem was intact thus left in situ. Antibiotic spacer was implanted into the affected side. Doi: (B)(6) 2008; dor: (B)(6) 2009; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.